Manufacturer narrative:
The reported event of difficulty removing the stylet was confirmed. A complete lead was returned in one piece with the stylet stuck inside the left ventricular lead. The cause of the reported event was isolated to the bunching of the stripped stylet, ptefe coating and inner coil. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
It was reported during an implant procedure, when the physician moved to the final stage of slitting the outer guide, physician was not able to advance the slitter down the sheath. The stylet was moved around, and it was difficult to remove it from the left ventricular lead. Unsatisfied, the physician elected to remove the lead. A new left ventricular lead was implanted without problems. The outer guide slit without any issues and lead remained in place. The patient remained stable throughout the entirety of the procedure.